Event description:
It was reported that during a percutaneous transluminal intervention procedure, a balloon burst occurred. The highly stenosed target lesion was located in the moderately tortuous and highly calcified superficial femoral artery. The 6.0 x 100/135 f/g sterling over-the-wire balloon catheter was advanced to the lesion. The balloon was noted to have been inflated several times and ultimately burst at 14 atmospheres on an unknown inflation attempt. The procedure was completed with another of the same size device. There were no patient complications reported and the patient's condition was reported as 'fine'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the balloon catheter was returned in a deflated state with blood present in the balloon and distal outer. The balloon was inspected under magnification and a longitudinal tear was confirmed in the balloon wall, measuring 4cm in length. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal intervention procedure, a balloon burst occurred. The highly stenosed target lesion was located in the moderately tortuous and highly calcified superficial femoral artery. The 6.0 x 100/135 f/g sterling over-the-wire balloon catheter was advanced to the lesion. The balloon was noted to have been inflated several times and ultimately burst at 14 atmospheres on an unknown inflation attempt. The procedure was completed with another of the same size device. There were no patient complications reported and the patient's condition was reported as 'fine'.